Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the processor and found the water leak to be coming from the uv light. The technician disassembled the uv light system and found that there was a 3" crack in the uv light quartz sleeve. The technician replaced the quartz sleeve and sealing o-rings, ran diagnostic and processing cycles and confirmed the processor to be operating properly. No additional issues have been reported.